Event description:
The manufacturer received information in relation to a philips CPAP device. The manufacturer received information alleging nausea / vomiting. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. In addition, during the evaluation of the device at the third-party service center, foam particles are not visible. And the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a philips CPAP device. The manufacturer received information alleging nausea / vomiting. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. In addition, during the evaluation of the device at the third-party service center, foam particles are not visible. And the device was scrapped. In this report, these sections: describe event or problem (b5), adverse event/product problem, type of reported complaint, health impact grid, evaluation method code grid, remedial action init and recall (z) number have been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea / vomiting. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.